Event description:
Pt reported that insulin leaked into device's insulin cartridge compartment. Device did generate a cartridge/adapter alert before and after leakage event. Pt's blood glucose was not affected, and no treatment was received.